Event description:
The 511sd was used during a laparoscopic cholecystectomy. It was reported the device began to leak. The seal was then found in the abdomen. The surgeon attempted to remove the seal and it became stuck in the trocar. Another 511sd was opened to complete the case. There was no consequence to the pt.